Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : (B)(4) user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. (B)(6) is calling on behalf of the customer. The customer is concerned with results obtained results of 213mg/dl. The expected fasting blood glucose test result range is 110 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the office. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 231 and 233mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is last week. The meter memory was reviewed for previous test result history: result 1:163 mg/dl date: (B)(6) 2017 time:7:48am fasting. Result 2:87mg/dl date: (B)(6) 2017 time:8:16pm fasting. Result 3:213 mg/dl date: (B)(6) 2017 time:10:32pm fasting. Result 4:138mg/dl date: (B)(6) 2017 time:8:22am fasting. Result 5:136mg/dl date: (B)(6) 2017 time:6:59am fasting. Customer is concerned with high results. Customer's daughter in law called in stating that they have two meters and the meters are reading 20 points apart. The customer was also concern the meter is giving high results. Customer is concerned with all of the results.